Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (fails incoming functional testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged distribution node pca. The root cause for the damaged pca could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt failed incoming functional testing.